Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged development of cough, asthma, difficulty in breathing or shortness of breath due to the device usage. There was no report of patient having serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience asthma,cough and dyspnea. There was no medical intervention required by the patient. The reported event of asthma, cough, dyspnea and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as possibly related to the device in this case. Based on the available information at the time of the review, the device may have cause or contribute to the alleged serious injury. The device has not yet returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from product problem to adverse event. Section h1 has changed to reflect a serious injury. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.